Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. A definitive root cause for the reported event could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 8 years post-implantation due to elevated metal ions, metallosis, and tumor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 15-105058 042460 m2a special acetabular cup 38mm i.d. X 58 mm o.d. W/ rim screw holes/porous coat, unknown stem. Country:(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06518.

Event description:
It was reported patient¿s left hip was revised approximately 8 years post-implantation due to elevated metal ions and tumor. Attempts have been made and additional information on the reported event is unavailable at this time.